Event description:
The customer reported via phone call they had a battery out limit alarm on the insulin pump. Customer stated that they cannot clear the alarm and have tried 3 different batteries. Customer stated that the keys are not responding. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no battery out limit alarm was noted. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.